Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the hose had a cut in it and was damaged (excluding rupture). It was further observed that the device had insufficient/low power and a component damage. It was further determined that the device failed pretest for hose assessment, motor rub assessment and rotational speed assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during testing/processing, it was observed that the motor device had an undetermined malfunction. During service and evaluation, it was observed that the device had insufficient/low power. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.